Manufacturer narrative:
(B)(4). Batch #n92m9m.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was connected to the generator and worked. The surgeon mobilized the stomach without any problems. After the stomach, he started to divide the omentum. After the second "bite" the device stopped and an error appeared on the generator. This error asked for a confirmation ("continue") on the screen. Then the screen showed the "test" screen, which requested to test the device with open jaws (the used device was a hd100oi with integrated hand piece, where no test should be needed). The surgeon pushed the "max" button to run the test - that lead directly to a further error. They tried to solve the problem with: reconnect the device to the gen11 (same problem - "test" screen and error), restart generator (same problem - "test" screen and error) and restart generator and reconnect the device (same problem - "test" screen and error). Finally, it was not possible to proceed with the procedure. As solution, the operating room team switched to a harh36 device with hp054 handpiece. This device worked well, even after five minutes (harh36 device was not in use and on the table) the generator showed itself again a "test"-screen. The surgeon performed the test (open jaws) successfully. After that the procedure was finished with harh36 device and hp054 handpiece. Delay of ten minutes. Software: 2016_1. No generator exchange during the whole procedure there were no adverse consequences for the patient reported.